Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient will not get the ins explanted. The patient denies explant or replacement of the device. The ins will remain implanted and out of service. The cause of the lack of symptom relief remains unknown. The patient will receive pharmacological treatment.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette syndrome. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for tourette syndrome. It was reported that the patient was implanted with a new device on (B)(6) 2015 and since that point their symptoms were back. Troubleshooting was performed. The ins was planned to be explanted on (B)(6) 2018. No further complications were reported or anticipated.